Manufacturer narrative:
Intera oncology acquired PMA p890055 from codman & shurtleff/cerenovous in 2020. Intera oncology does not currently manufacture the 3000 low flow infusion pump. Intera oncology does not currently market devices for morphine or baclofen infusion. Blank information in the MDR form represents unknown information. If further information is received, a supplemental report will be filed.

Event description:
Patient responded to a routine device tracking mailing . The patient wrote on the device tracking card "no doctor will fill my pump nor will they take it out. I have burning around the pump but I guess that ok." It was determined to be a codman 3000 low flow pump, implant date (B)(6) 2010.